Event description:
It was reported that a user on the first day of ilet use experienced hypoglycemia after announcing a usual meal, with blood glucose decreasing from 91 mg/dl to 71 mg/dl and an urgent low soon alert occurring. Customer care provided support that included troubleshooting and user education regarding algorithm adaptation, hypoglycemia treatment, and the instruction not to pause insulin for therapy reasons. Investigation of this case revealed that the device was functioning as designed and the event was consistent with early adaptation and therapy dynamics. No symptoms associated with low blood glucose reported. Outcomes included self-treatment with oral fast-acting carbohydrates, with no hospitalization. It was concluded that the cause of the hypoglycemia was unclear, and the event was managed with standard hypoglycemia treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.